Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The patient sample was returned for investigation. Through investigation, it was determined that the tni value of the complaint sample is most likely a false positive. An interferent was identified in the patient sample. This interference is generated by a high molecular weight compound (presumably igm) that binds to the conjugate of the assay. No patients were adversely affected.

Event description:
The customer received questionable results for 6 samples drawn from the same patient and tested for troponin I stat (tni stat) on the cobas e601 analyzer. One sample was found to be discrepant. The sample initially resulted as 8.9 ng/ml accompanied by a data flag and this result was reported outside of the laboratory. The sample was sent to another laboratory where it was repeated on an immunoassay analyzer, resulting as <0.01 ng/ml. The customer believed the repeat result of <0.01 ng/ml to be correct as the result reflected the clinical picture of the patient. The patient was not adversely affected by the event. The tni stat reagent lot number was 16317701 with an expiration date of 07/31/2012. The customer declined a service visit stating that she did not feel the issue was instrument related since the problem only occurred with this patient.